Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had a fall about 2 months ago and was experiencing pain at the ipg site. Surgical intervention took place, and during the procedure the physician noted the ipg had completely flipped many times with the lead tails completely twisted. The ipg was explanted and replaced to address the issue, and impedance was checked and there was no issue with the penta lead. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.